Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0844 showed no other similar product complaint(s) from this lot number.

Event description:
They informed us that before using the device, they tested it with physiological solution and at that point, noticed that the device had two holes at the external proximal portion of the device where there was a flowing of liquid. The device was not used on the patient.